Event description:
It was reported that the system was explanted due to an infection on (B)(6) 2015. Additional information indicated that the patient had a stroke and the deep brain stimulator system was explanted. No problems had existed with the deep brain stimulator technology or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4) implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. (B)(4).